Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified proximal right coronary artery. The 4.00x8mm liberte bare stent delivery system was advanced to the lesion and when negative pressure was applied it was noted that the balloon had ruptured. The device was removed intact and exchanged for another liberte bare sds to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older, device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).